Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the heart block occurred immediately post valve deployment. It is possible that in addition to the procedure itself, patient factors [valve disease, and pre-existing right bundle branch block with left anterior fascicular block (lafb)] likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During a transaortic tavr procedure after the 26mm sapien xt valve was deployed, the patient was in complete heart block. The patient received a permanent pacemaker. This patient was prepped in standard fashion. The ascendra sheath was placed and balloon valvuloplasty was performed with rapid ventricular pacing. The 26mm valve was prepped and placed across the aortic annulus. The valve was not coaxial and positioning was difficult. The valve was positioned 60:40 a:v on the non coronary cusp and a slow inflation was done. During inflation the valve rose slightly to an 80:20 a:v position and seated well. After deploying the valve, complete heart block was noted; pacing continued at 70bpm. Tee confirmed zero paravalvular leak and no central aortic insufficiency. The sheath was removed and access site closed. A permanent pacemaker was implanted and the patient was transferred to the unit for post op management.